Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the hose of the device was overheating. The device was not being used during surgery. There was no user or patient injury. There was no medical intervention. There was no additional information provided.